Manufacturer narrative:
Investigation results: the product is available for investigation decontaminated. Investigation was carried out the pictorial documentation microscopically . The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. The product does not require batch management therefore a review of the device quality and manufacturing history records is not possible. Based on the information available as well as a result of investigation the root cause of the failure is most probably related to an insufficient usage. This kind of instrument is designed for delicate use only since the ceramic is sensitive to mechanic loads. It is liable that a mechanical overload situation, i.e. Leverage, or a drop caused the breakage. The current failure rate lies within the accepted failure rate which is defined in the risk analysis.

Event description:
Ceramic coating has split intraoperatively. According to customer complaint description: "the above item was used during a surgical procedure and the ceramic coating has split. The usage of this tip is monitored through our tracking system given that it has a limited number of uses. The hook has been used and reprocessed on 4 occasions. No patient/user came to any harm. The procedure was a laparoscopic cholecystectomy. There was no delay to the procedure. There was no x-ray required, all parts accounted for and no other medication administered due to this." The adverse malfunction is filed under aag reference (B)(4).